Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture on the presenting electrogram (egm). No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.